Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin was squirting out during manual prime. Alarm history did not show a compromised force sensor alarm. Customer's blood glucose was unknown. During troubleshooting, customer reported to have received motor error alarm. Customer was not able to complete rewind. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset error test and displacement test. However, the insulin pump alarmed for a motor error during the basic occlusion test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the alarms. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.